Event description:
Procedure type: lap chole. According to the reporter: the balloon broke down even though they used less than 20ml air. No extension of surgery time by more than 30 minutes, no blood loss of more than 250 cc, no extension of the incision of more than 1 inch, no unanticipated or irreversible damage to vascular tissue, nothing fell into patient cavity.

Manufacturer narrative:
(B)(4).